Event description:
It was noted that the right ventricular (rv) lead had an impedance warning due to a low impedance measurement. It was also noted that the rv lead had a low r-wave measurement. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).